Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the atrial lead had dislodged and had positioning/fixing difficulties. When the lead was removed, there was tissue on the helix. The lead was replaced. No patient complications have been reported as a result of this event.